Event description:
Reporter indicated that a system diagnostics test at an office visit resulted in high lead impedance indicating possible lead discontinuity. It was also reported that the pt no longer felt device stimulation. Ap and lateral x-ray views of chest evaluated by manufacturer. Lead discontinuity was visualized in the portion of the lead above the clavicle. Revision surgery is likely. No serious injury was reported.

Event description:
The surgeon is unable to provide additional information.

Event description:
It was reported that the surgeon was not sure what the cause of the left side neck mass was but suspected that it was a complication from the implant surgery, as the patient has ¿vocal cord damage¿ from the previous surgery. The surgeon suspected there was a large amount of scar tissue from the previous surgery. Good faith attempts for additional relevant information have been unsuccessful to date. Analysis of the generator was completed. The reported failure to interrogate was duplicated (not due to eos) in the pa laboratory at two orientations. This is addressed in the physicians manual by instructing the user to reposition the wand. Since product labeling addresses these situations and provides instructions to easily remedy the events (wand position) and (system operation), it is not considered a device malfunction. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator.

Manufacturer narrative:
Ap and lateral x-ray views of chest evaluated by manufacturer. Lead discontinuity visualized in lead portion above the clavicle. Device failure occurred, but did not cause or contribute to a serious injury or death.

Event description:
Clinic notes were received for the vns patient¿s office visit dated (B)(6) 2014. The notes indicate that the patient did not have any concerns with seizures for over the past two years. The patient¿s device was interrogated and programmed off. The battery was reported to be not operational. The patient stated that vns was uncomfortable. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2007.

Event description:
It was reported that the patient had generator replacement on (B)(6) 2014. The explanted generator was reported to be unable to be interrogated due to battery depletion. The surgeon noticed a large left side neck mass. It was reported that the integrity of the leads could not be checked due to the generator being at end of service. After replacement of the generator, high lead impedance (>10,000 ohms) was observed. The surgeon tried removing and reinserting the leads, in addition to cleaning the lead pins, with no change in the high lead impedance readings. A replacement lead was not available, so lead was not replaced at that time. Although surgical intervention is likely, it has not occurred to date.

Event description:
The explanted generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Date of event; corrected data: additional information indicates that high impedance was first observed on (B)(6) 2007.

Manufacturer narrative:
Review of device history records performed. Review of the lead device history records confirmed all quality tests were passed prior to distribution.